Event description:
The original surgery date was 5/5/1997. Pt's diagnosis at the time was grade I spondylolisthesis l5-s1 and underwent bilateral laminectomy of l5 with foraminotomies followed by posterior instrumentation and fusion l5-s1 utilizing left iliac crest bone graft. Pt initially did well, however, later developed recurrence of back pain and tingling down the right leg. Initial x-rays revealed a mild loosening around the s1 screws and one rod appeared to be broken. Tomograms were completed on 6/2/99 and confirmed pt had broken rod on the right side, incomplete fusion bilaterally, and persistent spondylolisthesis. On 8/16/99 pt was taken back to surgery for anterior/posterior fusion. He had anterior discectomy at l5/s1 with anterior interbody fusion utilizing a femoral ring allograft. Under same anesthetic pt then had posterior exploration and fusion with removal of aesculap pedicle screw instrumentation. Repeat bilateral intertransverse fusion with repeat instrumentation utilizing moss-miami pedicle screw system was then performed with harvesting of the right iliac crest bone. Pt reported to be "clinically doing well" without a solid fusion yet as it has only been about 3 months from surgery.